Event description:
It was reported that a dissection occurred during the right common iliac stenting procedure. Access was obtained via right femoral stick. Calcification and 80% stenosis of the lesion were observed. A .035 guidewire was tracked through the 6 fr introducer sheath and through the lesion followed by advancement of the express biliary ld premounted stent system over the wire. The balloon was inflated to 8 atms using a merit inflation device and the stent successfully placed. During deflation of the balloon a small dissection was observed. The balloon was re-inflated to 12 atms due to the dissection. During retraction of the balloon after the second deflation, the balloon ruptured and a portion separated from the catheter and remained in the pt. The balloon segment was successfully snared and removed from the pt. The pt's status was reported as 'fine'.